Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure the xpert stent was advanced to the lesion in the popliteal artery. The device was pulled back to properly position within the lesion and the stent prematurely, partially deployed. The physician pulled the sheath up, capturing the stent and the stent was removed from the anatomy. There was no adverse pt effect reported. Another xpert stent was placed successfully in the lesion. Although requested, there was not additional info provided.

Manufacturer narrative:
Off label use in the popliteal artery and incorrect removal from the anatomy. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.